Event description:
It has been identified that this record, mrn 9617229-2024-26872, is a duplicate of mrn 9617229-2024-25099. Please see mrn 9617229-2024-25099 for reportable events.

Manufacturer narrative:
Continued h10 related report numbers: it has been identified that this record, mrn 9617229-2024-26872, is a duplicate of mrn 9617229-2024-25099. Please see mrn 9617229-2024-25099 for reportable events.

Event description:
Healthcare professional reported "capsule + rupture." Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.